Event description:
It was noted that there were no factors that were identified that may have contributed to the mild stroke. They had very mild weakness on the right side that was improving with rehabilitation. It was noted that they also experienced a degree of short-term memory loss. The patient was being monitored by the stroke team and had occupational therapy input in their care, and they improved with very minimal upper limb deficits remained.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was woken on (B)(6) 2024, following left ventricular assist device (lvad) implantation on (B)(6) 2024, and assessment showed right upper limb weakness and difficulty coordinating hand to mouth. A computed topography (CT) head was done on (B)(6) 2024 which showed left temporal small bleed, right insular cortex hypodensity suggestive of ischemic infarct, and old left basal ganglia infarct. A cautious approach to anticoagulated was taken due to the cerebral vascular accident (cva) with international normalized ratio (inr) target of 2 +/- 0.2. There was no concern with the function of the pump at the time. Log files were downloaded for (B)(6) 2024. The log file captured routine alarm conditions for a new implant. The patient was being monitored by the stroke team and improved and very minimal upper limb deficits remained.